Manufacturer narrative:
There is no service record. The malfunction could be caused by an o-ring that was subsequently replaced. Without receiving the unit for evaluation, the cause for malfunction cannot be determined. Eco 942 was generated to cover implementation. Based on the timing of the decision and the paperwork, it seems that the (B)(4) lots would be affected by the o-ring. This lot is the second production lot of this product. This lot has a (B)(4) complaint rate.

Event description:
"Failed."